Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found an introducer sheath and pusher wire were returned for analysis. No coil was returned. The pusher wire was stretched near the distal tfe. The pusher wire was noted to be kinked. A further microscopic analysis found no damage on the interlocking arm of the pusher wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil detached. The target lesion details are unknown. During an embolization procedure, the 2/4mm x 4.1cm interlock coil "detached by itself, was catched and brought to a position where it remained". The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported the patient was undergoing an embolization procedure to treat the mildly tortuous lumbal artery. Intermittent flushing was performed. The coil detached prematurely in the tip and protruded outside the non-bsc catheter. The coil was not able to be fully retracted into the catheter prior to the catheter being removed. No additional coils were implanted.

Manufacturer narrative:
(B)(4).